Event description:
The device was being used to lift a pt that was to be moved to the mortuary. The physiotherapists were unable to finish the lift as the winding mechanism failed to raise the boom.

Manufacturer narrative:
This is a close out by the foreign reporter. Investigation: it was found that the botton stop on the ball screw assembly had sheared causing loss of the ball bearings. Conclusions: this was caused by the device being over wound on down travel, shearing the tension pin and losing balls from the drive assembly. Corrective actions: a new screw and drive assembly have been fitted. Report number -828100.